Manufacturer narrative:
Philips has investigated this allegation. It was reported to philips that unable to perform exposures. However, the philips remote service engineer (rse) confirmed that customer wrongly logged a complaint for a different product. Another complaint was logged (tw pr# (B)(4) for the correct product. As a result, no service has been carried out by philips. There has been no additional information received to date. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This issue was addressed on a wrong product ip and therefore there the philips system did not malfunction based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.